Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced second degree heart block with right ventricular (rv) lead pacing. The rv left bundle branch lead remains in use. No further patient complications have been reported as a result of this event.